Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lower gastrointestinal procedure, with a patient in the operating room and under anesthesia, the arm cart assembly was rolled out. Non-robotic surgery was performed from outside the body. The arm was rolled back in and the robotic surgery was resumed. Due to an instrument error, the instrument drive unit (idu) could not be moved in the downward direction. After that, the forceps could not be inserted and reattachment caused stress on the arm and an 'arm error' occurred. Decided to not use the arm and the surgery was performed with three arms. After the operation was completed, recovery of the arm was confirmed with a restart. There was no reported patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the logs were reviewed in the field and it was observed that an arm error occurred after the instrument error alarm was triggered. As a result, the instrument insertion could not be performed. The instrument error may have been influenced by factors such as the connection of the forceps. The arm error is considered to be due to a temporary communication issue between the instrument drive unit (idu) and the idu drive unit. The connection between the idu and idu drive unit was observed, and during a simulated operation, no alarms occurred. Further evaluation of the logs indicated that the arm cart assembly was placed into a hard stop due to a fault being sent from the idu, this fault was caused by not receiving a heartbeat from the idu primary removable devices sensor. As an after effect, an error code for 'arm failure: robotic arm motor state', an error code for 'arm failure with possible motion - redundant controller state check' and an error code for 'arm failure - non-recoverable - robotic arm brake state' were all triggered. This required the arm cart to be restarted in order to recover. Evaluation of the device confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument drive unit (idu) failure or instrument failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lower gastrointestinal procedure, with a patient in the operating room and under anesthesia, the arm cart assembly was rolled out. Non-robotic surgery was performed from outside the body. The arm was rolled back in and the robotic surgery was resumed. Due to an instrument error, the instrument drive unit (idu) could not be moved in the downward direction. After that, the forceps could not be inserted and reattachment caused stress on the arm and an 'arm error' occurred. Decided to not use the arm and the surgery was performed with three arms. After the operation was completed, recovery of the arm was confirmed with a restart. There was no reported patient injury.